Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and visual inspection has been performed. Liquid contamination was observed. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to computer" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced hypoglycemia, sweating, tremors, loss of consciousness and seizure and was unable to self treat. The customer received glucose administration intravenously by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to computer" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced hypoglycemia, sweating, tremors, loss of consciousness and seizure and was unable to self treat. The customer received glucose administration intravenously by a third-party. There was no report of death or permanent impairment associated with this event.